Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal tissues and has undergone additional surgeries and revisionary procedures, including a corrective surgery on (B)(6) 2007. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and surgery. It was reported that the patient underwent insertion of aris nova obturator on (B)(6) 2007 due to stress urinary incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03113. The same patient is represented in each medwatch.